Event description:
It was reported in an abstract that a total of 20 patients (22 vertebrae) underwent balloon kyphoplasty procedures (bkp) after being diagnosed with delayed-union of thoracolumbar compression fracture and were followed up for more than three months. The mean age was 80.3 years. The fracture levels were th12 (n=7), l1 (n=9), l2 (n=3), l3 (n=2), and l4 (n=1). The mean follow-up period was 8.3 months. All patients were given teriparatide daily either preoperatively (8 vertebrae) or postoperatively (14 vertebrae). In one case, paralysis occurred perioperatively and was found to have been caused by collapse of the treated . The patient was treated with decompression and fusion via posterior approach. No further information was reported in the abstract.

Manufacturer narrative:
Literature citation : h. Yasuoka, et al. "Effect of teriparatide with bkp (balloon kyphoplasty) method ¿does teriparatide prevent new vertebral fractures after bkp ¿ study of 20 cases with 22 vertebra". 1404-02; 2-p50-1. (B)(6). (B)(4).